Manufacturer narrative:
Consumer alleges, a wheel became detached while seated in the device and alleges continued head and neck pain. Device is a distributed product. Casters are a user detachable, photos were provided and no apparent failure of material was observed. MDR filed based on alleged injury.

Event description:
The consumer states, while seated on the rollator during a basketball game, one of the wheels allegedly became detached from the rollator, causing him to fall and hit his head on a concrete wall. Consumer alleges, he has had several diagnostic tests and alleges continued neck and head pain.